Manufacturer narrative:
A steris service technician arrived onsite following the reported event. The technician found that the plastic water line elbow connecting the facility water to the unit had split. The technician replaced the elbow, ran a test cycle, confirmed the unit to be operating according to specification, and returned it to service. The unit was manufactured in 2003 and no additional issues have been reported.

Event description:
The user facility reported a water leak from underneath their reliance 444 single-chamber washer.